Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed inspection for "crack in corner of housing" unrelated to the reported issue. Returned therapy cable failed inspection for wire damage. The reported service error code can occur whent the power -on self test (post) detects an issue with the posterior circuit which can be caused by therapy cable damage.the issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrence.

Event description:
Patient reported a service error code. Wcd role in the event is pending additional medical information and/or pending evaluation of to-be-returned device.